Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: may 23, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the suspect handpiece was received with the plunger rod fully advanced and viscoelastic residue present in the cartridge. The cartridge was inspected for foreign material, no issues were identified with the handpiece. No intraocular lens (iol) or foreign material were received. No issues were identified, and no further evaluation performed. Dye testing on the cartridge was performed by the manufacturing site. These results were found to be within specifications. No further evaluation was performed. The complaint issue of foreign material-loose was identified during video evaluation; however, due to not being able to distinguish the videos to this product investigation (pi) and based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Video evaluation: the three provided videos were evaluated. Two of the three videos showed a loose particle inside of the eye. In the first of these videos, such particle appears fully removed later in the video, through irrigation and aspiration. In the second video it was not clear at what point the particle was removed. No issues were identified with the third video. The root cause of the reported issue as well as its potential clinical impact to the patient cannot be determined from a video assessment. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was implanted, a extra material of unknown origin was observed in the patient's operative eye. The material was removed during the aspiration stage. The lens remains fully implanted. No further information was provided. This issue occurred twice during the surgery day. A separate report is being submitted for the other incident and lens.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.